Event description:
As reported by the edwards japanese affiliate, approximately 3 years and 6 months post tavr with a 26 mm sapien 3 (s3) transcatheter heart valve the patient underwent a tav in tav. The reintervention was required due to calcified stenosis of the original s3 valve, with reported hemodynamic measurements showing mean/peak gradients of 20'35 mmhg and a valve area/index of 0.5'1.0 cm'. The second valve, a 23 mm sapien 3 ultra resilia, was successfully deployed in an intended 90/10 aortic/ventricular position via right transfemoral access. Following deployment, mild central regurgitation was observed; however, leaflet motion was normal, and no corrective action was taken. The patient remained stable at the conclusion of the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was empirically confirmed based on available information to date. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, a2, a3, b5, d4, and h4.

Event description:
As reported by the edwards japanese affiliate, during tavr procedure, the patient received a 26 mm sapien 3 (s3) valve. Approximately 3 years and 6 months later, a tav in tav procedure was performed due to calcified stenosis of the s3 valve; mean/peak gradients of 20-35 mmhg, valve area/index of 0.5-1.0 cm2. The 2nd valve was successfully deployed in an intended 90/10 aortic/ventricular position, but mild central regurgitation was observed. There was no issue with the movement of the leaflets. No action was taken for the central regurgitation. The perceived root cause of the central regurgitation was unknown. Per additional information via japan implant patient registry (jipr) sheet, device information, patient information and the implantation date of the 1st valve was (B)(6) 2022 not 2023. Per another additional information, the access vessel of the tav in tav procedure was the right transfemoral artery.